Manufacturer narrative:
Pump received with normal operating currents and passed all functional testing including the self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Pump was monitored and no unexpected failed battery test alarms occurred during testing. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose reading was 85 mg/dl at the time of incident. Troubleshooting found that the alarm could not be cleared after new batteries and a new battery cap were installed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.